Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation /perforated uterus') and genital haemorrhage ('heavy abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2013, bladder infection, gastroenteritis, preterm labor, flatus, retained placenta, uterine atony, musculoskeletal disorder, muscle soreness, headache, lower extremities discomfort, viral pharyngitis, mass, anxiety, penicillin allergy, giant hives, shortness of breath, hemorrhage in pregnancy and light headedness. Concurrent conditions included swelling of r knee, numbness, tingling, knee pain, arthritis, chest pain and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), menorrhagia ("plaintiff claimed abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("plaintiff claimed abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with ibuprofen. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right device was placed first with 4 turns of the device showing after placement. The left device was then placed with, again, 4 turns showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: result: non obstructed right fallopian tube no contrast was seen in the tubes. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation /perforated uterus') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2013, bladder infection, gastroenteritis, preterm labor, flatus, retained placenta, uterine atony, musculoskeletal disorder, muscle soreness, headache, lower extremities discomfort, viral pharyngitis, mass, anxiety, penicillin allergy, giant hives, shortness of breath, hemorrhage in pregnancy and light headedness. Concurrent conditions included swelling of r knee, numbness, tingling, knee pain, arthritis, chest pain and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera), naproxen (motrin) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), menorrhagia ("plaintiff claimed abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("plaintiff claimed abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("severe cramping"). The patient was treated with ibuprofen. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right device was placed first with 4 turns of the device showing after placement. The left device was then placed with, again, 4 turns showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: result: non obstructed right fallopian tube no contrast was seen in the tubes. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received. Reporters information updated. Lot no were added. Events: vaginal hemorrhage, menorrhagia, lab data, concomitant drugs were added. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.